Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that one day post implant, this left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was explanted. The acute lead would not stay in place and dislodged. This lead was also explanted. Epicardial leads were implanted successfully. No further complications were observed.